Event description:
A malfunction on the pump was reported by the caller, triggered by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and to reach out if the issue arises again.